Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2016 reporting that the issue of the patient suddenly feeling stimulation in their calf instead of in their foot was just a change in programming. It was reported that they ¿still could not set stimulation to their foot only (contact representative)¿. The issue was still a work in progress and had not yet been resolved.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that there was stimulation in an undesired location. The patient wanted to get his therapy adjusted because he has been trying to adjust the frequency. The patient has neuropathy in the foot and the stimulation was going from the calf to the foot and the patient wants it lower down below the calf because it is really bothersome in the calf. This was considered a sudden change of therapy that had occurred in 2016. The patient has been trying to re-adjust it for about 4 months, but the problem started suddenly about 4 months prior to the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.